Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that lead dislodged due to patient activity. The lead was explanted and replaced with a longer lead.